Event description:
It was reported that the patient received shocks while at home. Interrogation of the device at the emergency room indicated that the patient possibly received inappropriate therapy during an episode where the event appeared to have started as a v (ventricle) to a (atrial) rhythm and then perhaps went a to v and the wavelet had no matched. The interrogation report also indicted there were 786 events classified svt (supra ventricular tachycardia) zone. The device remains in use. No further patient complications have been reported as a result of this event.